Event description:
It was reported that the patient's ipg was explanted approximately 5 years ago due to burning at the ipg site.

Manufacturer narrative:
Based on the information provided a device problem was not identified, as a result a conclusive cause for the reported patient effect, and the relationship to the product, if any, cannot be determined.  Date of event is estimated. Date of explant is estimated.